Manufacturer narrative:
Section h4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported bleeding, as well as a specific cause, could not conclusively be determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced stomach pain after a cough. A computed tomography (CT) scan on (B)(6) 2019 showed a major abdominal wall hematoma with no active bleeding. The patient was hospitalized and received a blood transfusion. The event was considered resolved/recovered on (B)(6) 2019.